Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial lead was surgically abandoned and replaced as during the process of extracting the pacer from the pocket the surgeon notice a bend or kink on the lead. After performing lead measurements it was concluded that this lead was functioning adequately. Yet, the surgeon felt uncomfortable with the lead being bend, he thought that eventually it could break. Thus, the final decision was to abandon and replace the lead. No additional adverse patient effects were reported.